Manufacturer narrative:
E tab initial reporter - the complaint came through: (B)(6). Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set with a microclave®clear, dual check valve, 1.2 micron filter, luer lock that experienced no flow during infusion. It was reported, the lipids ringing occluded. It was also stated that troubleshooting discovered that extension set would not infuse. It had query filter occlusion and issue occurred between 20-24 hours of infusion (sets are changed q24h). The event date happened on (B)(6)2024. The type of incident/problem was malfunction - during or after use. Frequency of problem was recurring. Invasive procedure was not provided. The quantity of sample to be returned was one. Sample was retained and is available for investigation. No apparent harm reported. It had reached the patient or person and was inconvenient. Thus, there was patient involvement, no serious harm and unknown delay in therapy reported.

Manufacturer narrative:
Received one used device for evaluation. No visual damages or anomalies were observed. The reported complaint of no flow could not be confirmed. The returned sample was tested and flow was established with the syringe. Lot history review could not be conducted because no lot number(s) was/were identified.